Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Examination of returned device was inconclusive; damage to component made dimensional evaluation impossible.

Event description:
It was reported that patient underwent knee procedure on unknown date. Subsequently, patient complained of pain and radiographs confirmed femoral knee screw component was loose. Arthroscopy procedure was performed in late 2008, and screw was removed.